Event description:
Pt with risk of sudden cardiac death was having an aicd implanted. The introducer has been enhanced with a funnel like sheath to help with wire insertion. The wire is very flexible and needs to be stiffened to assist with threading and insertion. A cut-down was used to access the artery. During threading of the wire, control of the funnel was lost and the funnel embolized. This is a plastic device and not radiopaque. It cannot be visualized and so retrieval was risky. Could not be located by echocardiogram. CT scan of the chest was done. A new kit was opened and the funnel placed in water and CT done to see what characteristics might identify the introducer within the pt. Based on this there was some thought that the introducer was in the main pulmonary artery. To date the embolized device has not been retrieved. Pt currently asymptomatic.